Manufacturer narrative:
Device has not been returned for evaluation.

Event description:
It was reported the there were black marks on the bone; grease? Malfunction report stated the black mark was shaved off. A back-up device was available.